Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 5 and 24 hours. The pod was reportedly coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. A root cause for the reported dislodged cannula could not be determined. Initial inspection of the device also found that the distal end of the soft cannula was cut off. The soft cannula therefore measured shorter than expected, 23.60 mm in length, due to the damage to the soft cannula. It cannot be determined when or how this damage occurred. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.